Manufacturer narrative:
Device manufacture date not available at this time. RMA issued. Investigation finds computer hardware tested fully functional. Software investigation shows two core files on the system that were captured and analyzed. These core files came from a module called volume reconstruct. This is meant to build 3d models on the hard drive after exam import. The data from the core shows that the exam as imported had an unacceptable file and the scans were not done to protocol.

Event description:
A medtronic ent representative reported the site fusion navigation system is freezing. No patient present.